Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump failed self test. The customer¿s blood glucose was 116 mg/dl. The customer stated that insulin was spilled on the insulin pump. The customer also stated that keypad was responsive. The insulin pump will not be returned for analysis.